Manufacturer narrative:
Customer states no product is available to return for analysis. (B)(4).

Event description:
During hip arthroscopy procedure the surgeon drilled a hole into soft bone for the bioraptor knotless and inserted the anchor. He tapped it to the laser line and tightened down the blue knob for the inner plug. He released a small amount of tension by turning the knob counterclockwise by a half of a turn. When he removed the inserter, the anchor came out with the inserter. He then moved to another spot and drilled a 2.3 hole. The same process was done and it pulled out also. He then went back to the previous spot (1st hole) and repeated the process but this time drove the anchor down further, past the laser mark, into the socket. When he removed the inserter, the anchor remained in the bone but the inner plug of the anchor came out with the inserter. The anchor stayed in the bone and effectively held the suture. He mentioned it performed as a "pushlock". He was satisfied with the repair. Nothing will be returned for analysis. Follow up phone call with sales rep (B)(4) on 4.16.15 determined that the second prepped hole mentioned was left empty (no product) by the surgeon.